Event description:
It was reported that the customer experienced an issue with worn buttons. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support, and no additional information was obtainable regarding the outcome of the event.